Manufacturer narrative:
The reported problem of the cadd device was not verified as no product was returned. The most probable cause can't be determined as not enough information was provided. A review of the service history could not be performed as no serial number was provided.

Event description:
It was reported the device exhibited beeping. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.